Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 12.6 mmol/l (mobile system) and 3.8 mmol/l (aviva system). Customer had unspecified hypoglycemic symptoms at the time of the results. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.